Event description:
It was reported that the insulin pump is not giving any insulin. It was also reported that the insulin pump did not alarm a warning alert nor was there an alert in the insulin pump's history file. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.